Event description:
Baxter reported that a big air gap was found in the connector line after priming. No pt injury or medical intervention was associated with this incident per the international affiliate.